Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump keeps prompting her to take her blood glucose to calibrate but then it would not allow her to do so. Her blood glucose was 447 mg/dl and she declined to troubleshoot for the high blood glucose. The customer mentioned that her birthday was the day prior and that she overloaded on food and believes that is why she had a high blood glucose. She is just requesting help with calibrating her sensor. The insulin pump will not be returning for analysis.